Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that over the month subsequent to implant, the right ventricular lead exhibited a threshold rise to high thresholds, an impedance drop to low impedance, and a drop in sensed r-wave amplitude. Also noted on this lead was a high sensing integrity counter. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was further reported that prior to replacement, the rv lead¿s impedance drop had caused an alarm to trigger.